Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that insulin pump therapy is not for her. Customer reported to be a brittle diabetic and does not feel when blood glucose was low. Customer reported that blood glucose was 17 mg/dl following a dental visit and as a result was in a vehicle accident. Customer was in the hospital with a shattered shoulder. Customer reported that blood glucose changes so fast that one moment she could be treating for a low while blood glucose is rising to 500 mg/dl. Customer reported of speaking with everyone from her local diabetes clinical manager to her healthcare professional. Company representatives attempted to contact customer regarding low blood glucose and hospitalization, but customer could not be contacted. No more attempts would be made.